Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus calculation recommended by the pump was inaccurate. Customer¿s blood glucose level was 84 mg/dl. Although requested, the customer was unable to provide any additional information.